Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the physician could not slit the inner sheath of the catheter because the hub was too big and it broke apart. The catheter was not used. No patient complications have been reported as a result of this event.